Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, on (B)(6) 2024, the patient underwent hemodiafiltration treatment due to renal failure. On (B)(6) 2024, at 08:30 a.m., the patient was found to have poor distal circulation of four limbs, and the skin was visible plaque. Device adverse event was not ruled out; the treatment was stopped at 09:10, and methylprednisolone sodium succinate for injection 40 mg ivgtt an ti-allergic reaction was used. The patient's skin was cyanotic, and speckles could be seen on the extremities. There was nothing unusual observed on the product prior to use, and there were no other visible defects found on the product at the time of the event. There was no alarm or code that was displayed. The reported product was replaced, and the treatment was completed. There was no blood loss, and blood transfusion was not performed.

Manufacturer narrative:
Additional information: g3 correction: imei code update (removed: e0502 4437 c34398 arteriosclerosis/at), e1(country) .medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.